Manufacturer narrative:
Title: risk factors for the recurrence of early hepatocellular carcinoma treated by percutaneous radiofrequency ablation with a multiple-electrode switching system: a multicenter prospective study source: international journal of hyperthermia 2022, vol. 39, no. 1, 190¿199 accepted 24 december 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study of risk factors for the recurrence of early hepatocellular carcinoma treated by percutaneous radiofrequency ablation with a multiple-electrode switching system: a multicenter prospective study, from 2013 to 2020 analyzed outcomes of 139 patients with hepatocellular carcinoma who underwent multi-electrode switching system (mess) radiofrequency ablation (rfa) using the cool-tip ablation system. Reported complications included, gallbladder perforation requiring additional surgery to remove gallbladder (cholecystectomy). Risk factors for the recurrence of early hepatocellular carcinoma treated by percutaneous radiofrequency ablation with a multiple-electrode switching system: a multicenter prospective study, yunhua tan, xin wang, kuansheng ma, lin zhang, jing li, ping chen <(>&<)> ben zhang, 2022, international journal of hyperthermia.